Event description:
It was reported that the patient was seen in-clinic after complaining of twitching. Ventricular loss of capture and phrenic nerve stimulation were observed. Perforation was suspected based on the measurements. X-ray did not show any overt lead movement and there was no pericardial effusion. After the lead was repositioned, good pacing and sensing thresholds were observed and the phrenic nerve stimulation stopped. There were no surgical complications and the patient was stable following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.